Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No sticky buttons noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Insulin pump received without the original belt clip. No damage on belt clip slot noted.

Event description:
No blood glucose levels reported. The mother of the customer reported that the buttons of the insulin pump were sticking and unresponsive for a couple of months already. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.